Event description:
It was reported that the patient presented with difficulty using his artificial urinary sphincter (aus). The aus was tested and there were no visual or tactile issues noted by the physician. However, the physician decided to remove and replace the aus due to age and patient inability to operate. There were no further patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.